Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer experienced symptoms described as "low glucose level, sweating, and finger tingling". A glucose reading of 29 mg/dl was obtained on an unspecified device and the customer had contact with a healthcare professional who administered a 10% of glucose infusion for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6). Based on returned product download section h4 (device mfg date) was updated from 6/25/2022 to 6/26/2022 . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer experienced symptoms described as "low glucose level, sweating, and finger tingling". A glucose reading of 29 mg/dl was obtained on an unspecified device and the customer had contact with a healthcare professional who administered a 10% of glucose infusion for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer experienced symptoms described as "low glucose level, sweating, and finger tingling". A glucose reading of 29 mg/dl was obtained on an unspecified device and the customer had contact with a healthcare professional who administered a 10% of glucose infusion for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.